Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address infection and loosening at the femoral adaptor/sleeve taper junction, causing corrosion of the femoral adaptor and femoral sleeve.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Photographs of the device was supplied. Review of the supplied photographs confirm the sleeve and adapter are disassembled. The photographs suggests discoloration on the stem taper, however, no conclusions or further observations can be drawn from review of the photographs. The initial reporting stated no additional investigational inputs were available. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot code required was not provided. The investigation could not verify or identify any product contribution to the reported infection, disassociation or corrosion with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.